Manufacturer narrative:
Initial and final MDR (B)(4), device 5 of 5.

Event description:
Reference number: (B)(4). Event occurred in canada. It was reported that the patient experienced five events of kinked cannula since 11-nov-2024. The site of location of infusion set was abdomen. The issue was observed within three hours of insertion. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.